Event description:
The customer reported that the unit failed with an internal communications errors occurrences. The customer reported that the unit was in use on pt, but no pt harm reported. The field service engineer (fse) replaced the gas delivery system and the data acquisition to motor controller cable and the reported problem was corrected. The unit is now back in service.